Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the user experienced a high blood glucose of 14 mmol/l. The user alleged the insulin pump was under delivering insulin due to high blood glucoses readings during and after insulin boluses. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check for possible site/insulin issues and check their settings. Customer was assisted in performing a high pressure test, which passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.